Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, a large piece of calcium in the stj and a narrow stj diameter resulted in the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transapical tavr procedure, the 26mm sapien 3 valve was positioned at the middle of the bottom marker, however, as the balloon reached 20-30 % inflation, the valve moved down due to the patient's narrow stj and the balloon burst. The valve landed in a 40:60 aortic/ventricular position. The post deployment tee was initially believed to have showed mild pvl, therefore the sheath was removed and the ventricle was closed. It was then clarified that the patient had been left with moderate pvl and not mild pvl. The physician decided not to intervene at the time but instead continue to monitor the patient's hemodynamics. The patient was stable at the conclusion of the case. Pod1 the patient was reported to be doing very well. The balloon burst was attributed to a large piece of calcium in the stj and the patient's narrow stj diameter.